Manufacturer narrative:
Product event summary: analysis confirmed the programmer had a cracked overlay screen. Analysis also found the stylus was not working; the stylus was found out of electrical specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a cracked screen. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.